Event description:
The customer suspected the pdm of giving "erratic" bg readings. Within a three minute period, his levels ranged from 90mg/dl to 118mg/dl; later that afternoon, he retested his bgs, which ranged from 269mg/dl to greater than 500mg/dl within a five minute period. As a result, he ended up in the hospital with dka several hours later. The pdm will be returned for eval.

Manufacturer narrative:
The pdm was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.